Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Additional information: a2, a3, b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between 2021 and 2023, a prospective study reviewed 88 cases of failed primary restrictive procedures that subsequently were candidates for bariatric surgery revision between 2021 and 2023. Patients underwent either roux-en-y gastric bypass or one-anastomosis gastric bypass. The endo gia was used to staple the stomach. Endo gia was used for anastomoses. Potential device related postoperative complications include anastomotic leakage, bleeding, and subphrenic collection. Non-device related complications included deep vein thrombosis and port site infection. No interventions were mentioned in the article. The adverse effect was probably related to the procedure but not device-related. Laparoscopic roux-en-y gastric bypass versus one anastomosis gastric bypass for revisional bariatric surgery: a propensity score matched study. Dr. Mohamed abdalla salman, 2024, bariatric surgical practice and patient care, 10.1089/bari.2023.0060.

Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (sn: unknown) (lot#unknown) unknown-vloc, unknown vloc product (lot#unknown) dr. (B)(6), 2024, laparoscopic roux-en-y gastric bypass versus one anastomosis gastric bypass for revisional bariatric surgery: a propensity score matched study. Bariatric surgical practice and patient care, volume 19, number 4, 10.1089/bari.2023.0060. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between 2021 and 2023, a prospective study reviewed 88 cases of failed primary restrictive procedures that subsequently were candidates for bariatric surgery revision between 2021 and 2023. Patients underwent either roux-en-y gastric bypass or one-anastomosis gastric bypass. A device was used to staple the stomach. A device was used for anastomoses. Potential device related postoperative complications include anastomotic leakage, bleeding, and subphrenic collection. Non-device related complications included deep vein thrombosis and port site infection. No interventions were mentioned in the article.

Manufacturer narrative:
Correction: g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.